Manufacturer narrative:
Product receive date has been added.

Event description:
The doctor reports in the second stage, when opening the implant region to unscrew the implant cover screw with the electric screwdriver from w & h, the tip of the hex driver fractured ((B)(4)), he was able to get all fractured parts out.

Manufacturer narrative:
One narrow hex driver was returned for inspection. The device shows signs of wear consistent with use. The hex tip is confirmed to be fractured. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and one related complaint for this product lot was identified. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint alleges the hex driver was fractured during use. The complaint was confirmed during inspection. A root cause for this complaint could not be determined. Expiration date not available, UDI: (B)(4). Device available for evaluation: change "no information to yes".